Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate, as water was injected using a syringe during a pretest.

Event description:
It was reported that the balloon would not inflate, as water was injected using a syringe during a pretest.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, the exterior of the sample was examine and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, the balloon was inflated with 10ml water using the normal fill technique and the balloon inflated without difficulty in 12 seconds and the inflation funnel did not balloon out during inflation. The balloon was then deflated and re-inflated using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was dissected and did not find anything to contribute to the reported problem. Dimensional evaluation(for reference only): eye snip length, 3/32¿, eye snip width, 2/32¿, eye snip distance from distal cuff, 9/32", eye snip distance from proximal cuff, 10/32", rubberize thickness, 10 thou, reinforcement, 156 thou, inflation funnel thickness, 52 thou, balloon thickness (average), 26 thou, inflation lumen coverage, 12 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." Correction: lot#, MFR site.